Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted so no engineering investigation could be performed. (B)(4).

Event description:
It was reported on (B)(6) 2016 the patient had surgery and gore preclude® mvp dura substitute was implanted for surgical treatment of chiari´s malformation. The patient had some respiratory complications and some days after the surgery a liquoric fistula was observed. On (B)(6) 2017 the patient underwent a reintervention. The physician identified a fissure in the preclude in the middle of the material far from the area that was sutured. The fissure was sutured, thus ending the liquoric migration. The patient was stable following surgery.